Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the patient experienced a wound healing disorder and infection at the implant site. The patient was treated with topical antibiotics (specific date and duration not reported) and was hospitalized for treatment with IV antibiotics (specific date and duration not reported). A revision surgery was also performed to heal the wound on (B)(6) 2024, however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.